Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #28. Details of surgery: implant surface not completely covered with bone and bone overheating. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone qlty/qty. The device was sent to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding, abscess, fistula and inflammation. No further patient complications were reported.